Event description:
It was reported that revision surgery was performed due to pain and elevated levels of cobalt in blood. Mood swings, loss of concentration and tinnitus reported. Bilateral patient with bilateral revision procedures performed, other (unknown) side to be submitted via report 3005975929-2017-00312.

Manufacturer narrative:
[(B)(4)].